Manufacturer narrative:
Distributor contacted manufacturer that a consumer fell out of their chair. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly the chair may tip. (B)(4).

Event description:
The dealer alleges the locking gas cylinder malfunctioned, causing the customer to fall out of the chair. No injury is alleged.